Manufacturer narrative:
The manufacturer did not receive the explanted device for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4)

Event description:
It was reported that the patient received zimmer cemented acetabular generic. The acetabular component was revised due to loosening. It is further reported that the loosening has lasted for a year. The metasul components were revised as well on (B)(6)2013. There is no indication of a possible revision of the stem. The positioning of the acetabular component was anteversion 45.